Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that the impedance was so variable and was hard to determine the average trend. Technical services (ts) reviewed the reports and provided reprogramming options. The lead remains in use. No adverse patient effects were reported.